Event description:
It was reported that during a procedure the fiber broke in two. The operator's right arm was burned and a bandage with biafine was administered in response to the event. No harm to the patient reported.

Manufacturer narrative:
Analysis of the returned device revealed that the fiber returned in two pieces. The distal end of the glass fiber exhibits no signs of usage. The fiber is broken within the fiber blue outer sheath, and detached at 5 feet and 2 inches from distal tip. The length of second piece including the connector is 7 feet and 0.5 inches. The fiber was tested with hene laser fixture, aim beam is visible at the break. Based on the review of the analysis results the cause for the observed fiber damage is excessive bending of the fiber; therefore, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that during a procedure the fiber broke in two. The operator's right arm was burned and a bandage with biafine was administered in response to the event. No special treatment or medical intervention occurred to treat the burn. The case was completed with no harm to the patient.